Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a it was reported that a supply bag was wet but the source of the leak could not be determined. A leak is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell six of nine. The patient was connected at the time of the alarm. The fluid bag was wet but it was unknown where the leak came from. There was no report of patient injury or medical intervention associated with this event. No additional information is available.